Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured, just below the knurled handle, at the first weld joint. Both pieces were returned. The device also had damage on the knurled handle from numerous impacts. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through the shaft, a fracture at the junction of the impact platform and the pommel may occur due to a torsional or shear static failure mechanism. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the handle broke during impaction.